Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported when the heart lung console was powered on, it started on battery power instead of ac power. The user tried to power on the system using an alternate ac power source, but the system still powered up on battery power. The user checked the circuit breaker and discovered it had popped out. The user reset the circuit breaker, and after several tries, the system powered up on ac power. The device was used for the procedure. The user reported the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.